Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 244 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain information regarding how the customer's impacted bg's were addressed; however, no additional information was provided. It was confirmed that the customer had an alternate method of insulin delivery available.